Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity tests due to a broken green wire at the detector solder joint assembly. When tested with a known good device and cable, the monitor displayed an error message indicating sensor functionality failure.

Event description:
It was reported that the spo2 measurement failed and there was no alarm displayed. The emitter and detector were well placed. After applying a new sensor, a good spo2 measurement was observed. No consequences or impact to patient.